Event description:
Caller complained about a foul odor from the ansell vinyl-toch gloves. This product which is made in china emits a very strong and foul odor as soon as the box is opened. The caller is concerned that these gloves could be inflammable or they could be a health hazard. He stated that his wife uses the gloves for every day house chores and for bathing and feeding her daughter. The caller has called the MFR and left voice messages, but nobody has called back. (B)(4).